Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on march 1, 2018 to the responsible person who initiated this complaint: was there a medical intervention to correct the fracture? Surgical reports, other reports (stickers), all available x-rays during time in- vivo with printed date, all available intraoperative pictures, patient name, dob, weight, height, bmi and all relevant history, did a delay in the procedure over 30 minutes occur that was related to the event? Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related, non-compliance, patient anatomy). A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail approximately 10 months ago. A nail fracture at the level of the cephalic screw was reported on (B)(6) 2018. It is currently unknown if a revision surgery occurred. Additional information has been requested and is currently not available.

Manufacturer narrative:
Concomitant medical products and therapy date. Detail of product: item number: 47248511510 item name: znn, cmn lag screw, 10.5 mm, 115 mm including set screw lot # 2863882. This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant breakage event description: according the event, znn cmn was broken at the level of the cephalic screw on feb 2, 2018 approx. 10 months after the implantation. Review of received data: 7 undated x-rays were received for the investigation. Left hip with femur ap x-ray undated after fracture: intertrochanteric femur fracture left, ao classification 31-a3.1. Proximal fragment laterally dislocated by approximately the width of the shaft and tilted by about 8 ° in the varus. Fracture of the lesser trochanter, not dislocated. Vertically oblique medially caudal fracture line in the greater trochanter. Left hip ap / lauenstein view x-rays undated after implantation: condition after implantation of a cmn femoral nail. Incompletely reduced proximal fragment. Proximal fragment laterally dislocated by about 2/3 shaft width, trochanter major-massive tilted about 10 ° into varus. Appropriately fitting femoral nail with correctly positioned femoral neck screw, femur nail locked distally. No indications for implant loosening or implant failure. Left hip ap / lauenstein view x-rays undated after implantation (follow up after unknown time): comparing to the previous x-ray, osseous consolidation of the point of inflection at the greater trochanter tip and sclerosis of the fracture situation medially in the amount of the lesser trochanter fragment as an indication of later follow-up. The trochanter minor fragment is relatively medially dislocated, fracture lines are still clearly recognizable. No indication of implant loosening or implant failure, unchanged position of distal cortical screw. However, it seems that the lag screw has rotated compared with the previous x-ray when we look at the top of the screw. Left hip ap / lauenstein view x-rays undated after implantation (follow up after unknown time): compared to the pre-admission, increasing osseous consolidation rates of the fracture situation of the lesser trochanter fragment, the intertrochanteric fracture still insufficiently consolidated, fracture line still clearly recognizable. Fracture of the nail at the level of entry of the femoral neck screw, the proximal part of the nail displaced relative to the distal part of the nail discreetly laterally and tilted about 2-3 ° to the medial. Femoral screw unchanged. Device analysis: visual examination: the broken nail, lag screw and set screw were received for the investigation. The nail was fractured through the lag screw hole. The fracture site shows large polished areas, exhibits beachmarks which indicating fatigue fracture mode that has taken place and finally shows the necking area with the final rupture point on the fracture surfaces no defects that could have triggered or favored the fracture could be detected. The surface of the lag screw hole shows polished areas indicating wear. Polished areas on the surface of the lag screw are also present . The circumferential wear lines on the lag screw surface are conventional and observed at multiple locations, indicating a possible rotation of the lag screw post-operatively. The rim of the grooves on the lag screw is plasticly deformed at one point. The set screw shows polished line on the tip is compatible with its placement within the lag screw groove. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: breakage of implant due to inadequate design of mating components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to lack of adequate fatigue strength not possible -> fatigue strength evaluations . Indicated in the rmw confirms the adequateness of the fatugue strength of the device. Breakage of implant due to lack of adequate fatigue strength due to anodization not possible - fatigue strength evaluations indicated in the rmw confirms the adequateness of the fatugue strength of the device. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible . A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic) not possible - no existence of corrosion is observed. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture = possible, as the x-ray after implantation of the nail indicates incompletely reduced proximal fragment. - breakage of implant due to users select wrong nail diameter,lenght and/or determine wrong ccd angle not possible - size preference according the x-rays look acceptable. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail not possible - no drilling of nail was present. Breakage of implant due to wrong/incomplete infomation about limitation and postoperative restrition = possible, it cannot be proved, therefore cannot be excluded. Lag screw migration due to users apply set screw not correctly (lag screw groove not engaged) = possible, if the set screw is unscrewed more than as it should be the lag screw would tend to rotate and migrate. Received x-ray confirms the rotation of the lag screw. Moreover, in the surgical technique it is stated as: "note: to achieve sliding, tighten the set screw and then rotate the flexible capture set screw driver counterclockwise one quarter turn. Do not unscrew the set screw more than one quarter turn. Make sure that the set screw is still engaged in the groove by checking that it is still not possible to turn the lag screw with the lag screw inserter" breakage of implant due to wrong/incomplete infomation about limitation and postoperative restrition = possible, wrong/incomplete infomation about limitation and postoperative restrition might lead to reduced fixation and stabilization of femur breakage of implant due to patient do not follow the post-operative protocol = possible, patient not following the postop protocol might lead to reduced fixation and stabilization of femur. Conclusion: the cmn femoral nail broke after 10 months in-vivo time. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The set screw fits into one of the lag screw grooves. It allows the lag screw to move laterally while it prevents medial movements and rotation. The scratches on the lag screw shows that the set screw was not screwed enough and possibly the lag screw has rotated during the time invivo. If the set screw is unscrewed more than as it should be the lag screw would tend to rotate and migrate. Received x-ray confirms the rotation of the lag screw. Patient not following the post-op protocol or wrong/incomplete information given by the surgeon about limitation and postoperative restrictions might also lead to reduced fixation and stabilization of femur. However, at the end it is unknown to which extent those factors played a role in the breakage of the implant. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information has been received. X-rays were received and will be reviewed during investigation process. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that a revision surgery occurred (no date reported).